Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high threshold and undersensing were noted for the right atrial (ra) lead. The ra lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead did not exhibit noise. The sensing integrity counter (sic) were due to double counting of the patients own qrs and not oversensing noise. In addition, there was no undersensing of the right atrial (ra) lead noted. The magnet was removed from the patient in case the patient went into another arrhythmia, and shocks were determined to be appropriate by the electrophysiologist. The system remains in use. No further patient complications have been reported as a result of this event.